Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/26/2017 with the following findings: multiple loss of prime warnings eaw (B)(4) observed in the b/box with zero force. Pump exercised for 24 hrs- loss of prime was not duplicated. Force calibration passed at (B)(4). Opened pump- moisture found on force sensor plate. All of the keypad buttons respond intermittently. Keypad is peeling off. Removed keypad- contamination found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.